Event description:
Patient reported two incidents of infusion device display being "odd" and one incident of the infusion device turning off. She indicated that these events caused her blood glucose to elevate to greater than or equal to 500 mg/dl. Her normal range was 100 -250 mg/dl. Pt stated she was awakened by a depleted battery alarm and that the power packs only lasted 4 weeks rather than the normal 8 weeks. She indicated that her blood glucose level returned to normal. Patient did not report any symptoms associated with this issue. No medical assistance was reported. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.